Event description:
It was reported that patient presented for follow-up in clinic. It was noted that patient's implantable cardioverter defibrillator (ICD) exhibited over sensed noise on all channels. Suspected to be noise picked up from the programmer. A different programmer was utilized, and no noise was detected. No intervention was performed. Patient was discharged.